Manufacturer narrative:
The unit had no button response due to a corroded keypad. There was no button error alarm. The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, and a cracked case at the reservoir tube window corner. (B)(4).

Event description:
The customer called in to report that while exercising, the device alarmed button error and the keypad was unresponsive. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 153 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed to that the device would be replaced, and was informed to return the device for analysis.